Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd) and movement disorders. It was reported that there were high impedance unipolar values greater than 2,000 ohms and bipolar values greater than 4,000 ohms; an open circuit on contact #0 was reported. It was confirmed that impedances were normal following an implantable neurostimulator (ins) replacement surgery in (B)(6) 2016. It was also reported that the patient was not receiving the intended therapeutic benefit from the device as there was a gradual return of ocd symptoms for the last 9 months. No troubleshooting could be performed due to a lack of access to the product. It was later reported that the patient experienced an unspecified sensation at the ins site. High impedance values greater than 40,000 ohms were reported on contact 0. The rep stated that during programming they received a charge density warning "at above 6.5v, 150 pw, 745 ohms". The hcp is planning on conducting an exploratory surgery due to the impedance issue. It was later reported that the rep met with the patient and reprogrammed them from c+,0-,1- to c+,1- and increased the pulse width from 120 to 150. An x-ray was also performed that confirmed that no physical damage was present. A possible revision of the lead and extension was discussed as no causality could be determined for the return of symptoms and the impedance issues; the issue was still ongoing.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that both of the patient's inss were replaced due to normal battery depletion. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. Analysis determined that the output and telemetry were acceptable; however, the battery is near normal battery depletion. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.